Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the MFR documentation found that the device met its material, assembly and product specs at the time of release to distribution. The most probable root cause is considered operational context.

Event description:
It was reported that during a coronary drug eluting stenting procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified proximal to mid left anterior descending (lad). An unknown guidewire successfully crossed the lesion. For pre-intravascular ultrasound (ivus), an unknown imaging catheter was advanced and did not cross the lesion. For pre-dilatation, another MFR 2.5x14mm balloon was advanced and did not cross the lesion. An apex 1.5x15mm balloon was advanced and pre-dilatation was performed in the lesion. The previously used 2.5x14mm balloon was then dilated in the lesion. The ivus. Imaging catheter (unknown) was advanced and did not cross the lesion. A 3.5x20mm taxus express2 drug eluting stent was advanced but did not cross the lesion. The lesion was dilated again using the non-bsc 2.5x14mm balloon, and the 3.5x20mm taxus express2 stent was again advanced but did not cross the lesion. When the 3.5x20mm taxus stent was removed outside the pt's body the distal edge of the stent was lifted. The procedure was stopped. No pt injures or complication were noted. It is reported that the rotablator will be used for the lesion treatment at a later date. Pt status listed as "good".